Event description:
On (B)(6) 2012, I had a dental implant surgery. The dentist told me "the implant is pure titanium and does not have any other metals in it." The name of implant was mis and it was made in (B)(4). After surgery I had a lot of pain, discomfort and was unusually tired. In two weeks, I expected to get better and resume my daily activities, but instead I was getting worse. I had muscle weakness, nausea, dizziness, increase in the blood pressure, insomnia and kept losing weight. I also had a blurry vision, which still persists. I insisted on removal of this dental implant. On the day of the removal, (B)(6) 2012, and a few days later I kept getting red, itchy hives all over my body. After the removal surgery I requested a full material composition in writing form the doctor's office. I wanted to know what made me so sick. Only then I found out that there were other metals in that dental implant. It was an alloy with 6% of aluminum and 4% of vanadium. If I knew that ahead of time I would not have agreed to have this implant surgery. I heard, that aluminum could be toxic to the body. This alloy was definitely toxic to my body.